Event description:
During a ileoanal pouch, post colectomy, reveral ileostomy procedure, the device fired during procedure for ileonal pouch. The washer from the stapler housing did not posiont with the washer from the navil head. There appeared to be 2 or 3 unformed staples and one malformeed staples int he housing of the staples on withdrawal. Noted noted how case complted. No pt consequence. 1 device returning.